Event description:
It was reported that a 68-year-old caucasian female patient underwent revision breast augmentation with 225cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed in the office via mammogram. The patient has consulted with the healthcare professional. On (B)(6) 2024, mentor became aware that the date of surgery was (B)(6) 2024. On december 6, 2024, mentor became aware that the patient experienced bilateral breast mass, bilateral gel leak, and left side device migration. Mentor was also made aware that the replacement devices used on (B)(6) 2024 were catalog number smpb265; serial number (B)(6) on the left side, and with catalog number smpb265; serial number (B)(6) on the right side. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sx mpp gel 225cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast mass and gel bleed mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).